Manufacturer narrative:
H3: the pipeline flex was returned for analysis. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Based on the returned device, the customer complaint was not confirmed, as the braid's distal and proximal ends were fully opened and frayed. The cause of the failure to open could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and damaged braid, or user deploying braid in vessel bend. The customer reported that the patient¿s vessel tortuosity was minimal and the pipeline flex was not position in the vessel bend, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left c6 with a max diameter of 3.3mm and a 2.5mm neck diameter. The landing zone was 3.7mm distally and 4.6mm proximally. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed obvious retention of contrast agent in the aneurysm. It was reported that the stent catheter phenom27 was in place and then the stent was delivered in place. The distal end could not be opened during the stent deployment process. Tried multiple times. The pipeline was not positioned in a bend. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information received reported that the device was replaced with a new dense mesh stent to complete the operation. The cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.